Manufacturer narrative:
The manufacturer was able to duplicate the reported problem. A visual inspection of the sprintpack power manager revealed that a pogo pin was burnt. The spintpack power manager cannot be repaired.

Event description:
It was reported that the power manager would not charge the batteries.